Event description:
Tech was preparing a dose of abraxane (nab-paclitaxel) using and empty bag and the medication port fell off of the bag causing the contents of the bag 153mg (30.6ml) of abraxane to spill onto the hood. This is a group 1 antineoplastic hazardous medication.